Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the mint green tops not staying on for product 367960."

Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples were functionally tested and there were no issues related to decapping as there were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The instructions for use state that reinsertion of the hemogard closure is to replace closure over tube, twist and push down firmly until stopper is fully reseated. Complete reinsertion of the stopper is necessary for the closure to remain securely on the tube during handling.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the mint green tops not staying on for product 367960."